Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal and the device issued a "shock advised" prompt for a rhythm they believe was non-shockable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.